Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had failed hardware. Tried reboot and storage recovery but unable to open the drawer 2.1. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had failed hardware. Tried reboot and storage recovery but unable to open the drawer 2.1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e3 occupation, g2 report source, and h8 usage of device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hardware was failed. A field service engineer pulled the drawer and inspected and reseated all cables. Using the test software, all pockets were ejected, and the area underneath was cleaned. The drawer was then tested with the test software. The rc recovered the drawer and performed additional testing, confirming that all functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.